Event description:
It was reported that the wake button was difficult to press and required multiple presses to activate screen display. The customer's blood glucose level was 137 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.